Event description:
The consumer reported that she was in pain, stimulation wasn¿t helping and she was on program a as she didn¿t like the stimulation sensation. The patient stated when she was programmed after implant she was on her back and it wasn¿t until she left the facility she realized it wasn¿t helping so her husband increased the settings from 5.5 to 5.7. The patient had an appointment to see the manufacturer representative for reprogramming that afternoon. The change in therapy or symptoms was considered sudden. The indication for use was non-malignant pain. Additional information was received from a consumer. It was reported that the patient is implanted for failed chronic back syndrome. The patient is still having pain but is somewhat better. The patient stated that they are not pain free yet. The patient stated that the lack of therapeutic effect is a little better but it still needs more fine tuning. The patient thinks that the pain will get better as well. The patient stated that the manufacturer's representative (rep) are very good and caring men, and are great employees.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.